Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary were multiple bad pockets/drawers which would not allow to recover space. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets across multiple drawers would not allow space recovery and showed a need for maintenance. A field service engineer performed a proactive inspection process to resolve the issue. The system functioned as intended after the field service engineer repaired the device.